Manufacturer narrative:
Additional information: d9 - no product return. H3 - no product received. H6 - codes updated. Investigation: due to the fact, that neither products, nor pictures were provided, an investigation is not possible. Device history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products were found to be according to our specifications valid at the time of production. There are no other similar complaints within this batch. Conclusion and preventive measures: without the product, an exact root cause cannot be determined at this moment. A manufacturing or device error is unlikely. The potential risk determined during initial vigilance evaluation remains valid. If the product is received in the future, another investigation will then be performed. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00174 ((B)(4)). 9610612-2023-00175 ((B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nc083t - metha short hip stem cap size 3. According to the complaint description, there is a possibility of a revision surgery. Additional information was not provided nor available. Additional patient information was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00174 (B)(4), 9610612-2023-00175 (B)(4).